Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, since there is no setting on switching of hdtv/sdi in cv-190, it was assumed that it was the image input setting of provation system. Since a good image was obtained when the sdi output was connected to the monitor, it was assumed that there was no problem with the device concerned and there was a problem with the setting of provation system. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During site visit of field service engineer, it was determined that the customer had been troubleshooting the issue. The image was good on the video monitor and just not on the pc monitor. Fse verified with customer that it is not a cable issue. It was determined that the device is an olympus loaner and the settings were not changed. Once fse changed the setting to sdi instead of hdtv, the image on the pc monitor was restored. Equipment verified to (original equipment manufacturer) OEM requirements and functioning as expected . The issue was resolved. Based on fse findings, after confirming that it was not a cable issue , it was found that was a setting issue. Fse changed the setting from hdtv to sdi, the image on the pc monitor is now a good image, the reported issue was resolved. This report will be supplemented accordingly following investigation.

Event description:
The user facility reported having issues with one of the gi carts. The image is visible on the video monitor but not on the provation pc monitor. The issue occurred during an unknown event. There was no patient involvement reported due to the event. No user injury reported.